Manufacturer narrative:
The company representative examined the system and replaced the supervisor assembly. Preventive maintenance was performed. The system was then tested and met all product specifications. The root cause has not been determined. (B)(4).

Event description:
A biomedical engineer reported a laser sub module failure. It is unk at what point the reported event was observed and if there was any impact to the pt. According to the service report, the system was switched out to continue the surgery. Additional information has been requested.